Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade iii. Healthcare professional additionally reported crease/folding of implant. The device has been explanted and replaced.

Manufacturer narrative:
E1: phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, crease/folding of implant.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade iii. Healthcare professional, additionally reported, crease/folding of implant. The device remains implanted.